Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-0003917.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-0003917. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the customer called stated that the physician saw blood in the tubing of the catheter in use with the cardiosave intra-aortic balloon pump (iabp). They were not sure if it was the central lumen pressure tubing or the helium tubing. The getinge representative confirmed with him that it was blood in the ¿larger¿ tubing. The physician also sent a pic of blood in the helium tubing and a pic of blood all the way back to the iab pump. The getinge representative advised him that this indicates an iab leak and the iab should be removed as soon as possible. The getinge representative was on speaker as they instructed the physician to clamp the helium tubing and turn off the pump per recommendations. The pump was turned off and would be taken out of circulation to be sent to their biomed department. The physician asked if there was any way to keep the pump on/pumping for another hour and the getinge representative advised against it. The staff at that time were contacting cardiology and preparing for removal in the cath lab. The staff at this time ended our call due to the urgency of the situation. In texts with the physician, it was reported that the iab would be replaced as the patient was unstable. The pump did not alarm. There was no patient harm or adverse event reported. There was no harm or injury to patient reported. Reference balloon catheter MDR # is mfg report # (B)(4).